Event description:
It was reported by the customer "part of the powerglide catheter was sheared off in the patient. They are going to have to do a procedure to retrieve the part of the catheter that was sheared off in the patient." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of regn0390 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regn0390) have been reported from the same facility.

Event description:
It was reported by the customer "part of the powerglide catheter was sheared off in the patient. They are going to have to do a procedure to retrieve the part of the catheter that was sheared off in the patient." Additional information received: ¿unsuccessful midline attempt, upon removing catheter, it met resistance. Stopped removal attempt, md called to bedside. Doctor used bedside u/s to visualize catheter. It is not in the vessel, but is in subcutaneous tissue. The tip broke off and is retained in the sq tissue. Limb alert placed on right arm to prevent bp cuff use on site."